Event description:
It was reported that the pacemaker stored a ventricular episode due to noise (likely from an external source). The noise was sensed and resulted in some inhibition of ventricular pacing. Technical services recommended further review. The pacemaker remains in service and no adverse patient effects were reported.